Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the connection with catheter/reservoir. No further information available.